Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited a blurry image, due to dirty objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found a blurry image, due to dirty objective lens. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.